Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "a patient who received a gamma4long nail on (B)(6) 2025. A fracture of the nail was confirmed on (B)(6) 2026, and reoperation is scheduled for (B)(6)."